Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided be the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw tip was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000462059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire came off and the silicone delaminated. Conduit was damaged and the other leg had to be opened to get another vein to complete the case. Patient was not burned as reported before. Just pore quality of vein taken with hp2 so other leg was cut open. There was a 30 minute delay. There was no issue with the power supply. Power setting at 2.5. Per the photos it shows that the silicone detached from the jaw.